Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04) - stem . No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial radiograph demonstrates anatomic alignment of the right hip arthroplasty with subsequent medial femoral cortex periprosthetic fracture and femoral implant subsidence. A definitive root cause cannot be determined. This complaint was confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D1: femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 12 128 mm stem length cementless. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a primary total hip arthroplasty that resulted in a minimally displaced periprosthetic fracture near the distal third of the stem. Attempts have been made and no further information has been provided.